Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the device did not meet expected longevity, the cause is unknown.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyze. Analysis revealed that the device did not meet expected longevity, cause unknown.

Event description:
It was reported that the device was at eri after fifty-six months. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was at elective replacement indicator (eri) after (B)(6). The device was removed and replaced. No patient complications have been reported as a result of this event.